Event description:
Procedure type: lap chole. According to the reporter: the seal broke and the broken pieces fell into the cavity. All of the pieces were retrieved. Operating time not extended. No pt injury was reported.

Manufacturer narrative:
(B) (4).